Event description:
It was reported that the health care professional found several latitude red alerts on this implantable cardioverter defibrillator (ICD). The alerts detected was for high out of range right ventricular (rv) lead pacing impedances measuring 2524 ohms. It was noted there was intermittent spikes in impedances which resulted in the red alerts. The patient was seen in the clinic and troubleshooting was performed and there was no noise and impedance measurements were normal. Technical services discussed possible causes and provided programming options. This ICD and other manufactures rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the health care professional found several latitude red alerts on this implantable cardioverter defibrillator (ICD). The alerts detected was for high out of range right ventricular (rv) lead pacing impedances measuring 2524 ohms. It was noted there was intermittent spikes in impedances which resulted in the red alerts. The patient was seen in the clinic and troubleshooting was performed and there was no noise and impedance measurements were normal. Technical services discussed possible causes and provided programming options. This ICD and other manufactures rv lead remains in service. No adverse patient effects were reported.